Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6944, implantable tachy lead, 2009 (B)(6); 5092, implantable pacing lead, 2004 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead was experiencing high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.